Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly was replaced to address the issue. Device has been repaired but not returned to the customer, pending customer approval of estimate.